Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. It was noted this was a gradual rise. Technical services discussed the physician could monitor for now as there were no signs of a lead integrity issue. The lead remains in service. No adverse patient effects were reported.